Event description:
Customer reported the vertical lift motion is inoperable. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and instructed the customer on proper positioning of the key. System operates as intended.